Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed the display turned on when plugged into a power source. Subsequently, the pump touch screen was unresponsive. The customer¿s blood glucose (bg) was ¿high¿ (specific bg value was unknown). A manual injection was administered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.